Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a revision procedure, when reconnecting to a newly implanted right atrial (ra) lead, this device displayed pacing impedances of greater than 3000 ohms. The lead displayed normal impedances through the pacing system analyzer (psa). The lead was removed from the header and re-inserted multiple times with no resolution. The device was explanted and returned for analysis. There were no adverse patient effects reported.